Event description:
The patient's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received. Associated MDR's: 1018233-2013-00909 and 1018233-2013-00910.